Event description:
It was initially reported that the vns patient was referred for surgery to have the vns generator replaced due to an unknown reason. Additional information was received via receipt of clinic notes where it was documented on 08/02/2010, that the patient was unsteady and had to take clonazepam today, having 2-3 seizures per day and has already had 2 this morning". The device appeared to have been interrogated on that date, as device settings were documented on the clinic notes. The patient subsequently had surgery where the generator was replaced, due to reported battery depletion, and good faith attempts to obtain the explanted device for analysis have been made, however, the device has not been returned to manufacturer to date. In addition, good faith attempts to obtain additional information from the treating neurologist have been made, but no additional information has been received to date.